Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device shut off, without first providing an error or alert message during bolus delivery. It was also reported that the device was hot and would not turn back on until after the battery was changed and the device cooled off. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion device was requested to be returned for product evaluation.